Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was 118 mg/dl at the time of incident. The customer was advised to program a normal bolus into the air. The customer stated that the bolus amount was not recorded in the bolus history. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hours and no blank display anomalies, insulin pump error alarms, loss of settings or unexpected insulin flow blocked alarms noted. Power connector plug in and locked in place properly. Multiple 25 units of boluses were programmed and delivered. No insulin flow blocked alarms noted during 25 units of bolus delivery. All boluses were recorded in daily history. No cosmetic damage noted.